Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer with supplemental information provided by a nurse in the USA of peritonitis in a patient coincident with unknown dianeal therapy. During a call with baxter customer services, the following was reported. On an unknown date the patient was diagnosed with peritonitis. The patient was hospitalized on (B)(6) 2012. It was unknown what caused the peritonitis. The patient did not recover. On (B)(6) 2012, the nurse was contacted and she stated that the patient remained hospitalized. The nurse declined to provide further information.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 2 of 3 involved in this event. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot number: gd891788. No exceptions were observed that were related to the reported condition. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.